Event description:
The customer reported, suspected positive biological indicator (bi). Some items in the load were not recalled and were used on pts. Attempted to follow-up regarding potential pt impact and the customer was not available.

Manufacturer narrative:
.